Manufacturer narrative:
Device evaluation summary: visual inspection shows fin damage. Visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was run a couple of times using saline. During the runs there was a loud noise observed. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation and filling procedure with the autolog washkit, the product did not reach full volume and did not spin properly inside the centrifuge, which produced an unusual noise during use. Leakage and overflow were observed inside the centrifuge. The procedure was interrupted, and the device was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the only damage observed was the leaking. The issue occurred during the kit filling process. The bowl was not full and could not be completed due to the leak. No error or warning message appeared. Correction b5: it was reported that during the preparation and filling procedure with the autolog washkit, the product did not reach full volume and did not spin properly inside the centrifuge, which produced an unusual noise prior to use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.